Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. The customer, with assistance from technical support, successfully loaded a new cartridge using the proper technique and resumed insulin therapy.